Event description:
It was reported that this right atrial (ra) lead exhibited increased threshold and low sensing due to lead dislodgement which was confirmed through fluoroscopy. This lead was explanted and replaced. The lead is available for evaluation. No additional adverse patient effects were reported.